Manufacturer narrative:
Exemption number e2011009. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag(manufacturer). This report has been identified as b. Braun melsungen ag internal report (B)(4). The device has been received from the user facility for investigation at our bbm laboratory in melsungen, germany. A follow-up report will be provided when the examination results are available.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(4)):uncommon bolus. Sent away following a risk never event ((B)(6) 2015), an uncommanded bolus was given [...].

Manufacturer narrative:
Exemption number e2011009. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag(manufacturer). This report has been identified as b. Braun melsungen ag internal report (B)(4). Result of examination: because the device was ongoing used after the reported incident the files were overwritten and could not be used for this investigation. The provided sample was subjected to a visual and functional examination. The device was clean and showed age-based marks of use. The pca locking mechanism was found damaged. Within the performed long term test no uncommon bolus was occurring. Thereupon the device was disassembled and the inside was investigated. No damages inside were found. The device did no reveal any technical defect and operated as intended. Correction: section d1 - brand name: change from : infusomat space. Change to: perfusor space. Section d4 - catalog number: change from: 8713050. Change to: 8713030. Section h4 - device manufacture date: change from: 03/08/2012. Change to: - 02/14/2012.